Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, field service engineer (fse) was dispatched to address customer's reported issue. Fse confirmed the complaint and observed the motor would go in the down position but not in the up position. Fse replaced the cup pickup z-axis motor. The customer ran patient samples without any errors or issues. The aia-900 instrument operated as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 12-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 4151 c.trans-z home detect error is generated when the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf (mechanical failure) flag will be attached to the measurement result. The action suggested if for customer to contact tosoh local representatives and check s062 and pm061 for a possible malfunction. The most probable cause of the reported issue was due to defective cup pickup z axis motor.

Event description:
On (B)(6) 2017 a customer reported getting error 4151 c.trans-z home detect while running patient samples on the aia-900 instrument. Customer is not able to run follicle stimulating hormone (fsh) and beta human chorionic gonadotropin (bhcg) patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.